Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incident reported from this lot. It was reported that the procedure was used to treat tricuspid regurgitation. It should be noted that the intended use section of the mitraclip system, instruction for use states: ¿the mitraclip system is intended for reconstruction of the insufficient mitral valve through tissue approximation,¿ however, it could not be determined if using the mitraclip on the tricuspid valve caused or contributed to the reported difficulties. A definitive cause for the reported single leaflet device attachment/slda could not be determined. The reported recurrent tricuspid regurgitation/tr, was a resulted of the reported slda. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report the single leaflet device attachment/slda. It was reported that the initial mitraclip procedure was performed on (B)(6) 2019, to treat tricuspid regurgitation (tr) with a grade of 3+. One clip was implanted, reducing the tr to 2. On (B)(6) 2019, echocardiogram was performed, which found that the clip detached from the septal leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda) and tr increased to 3+. The patient is stable. No additional treatment was performed. No additional information was provided.